Event description:
Caller stated that he met with his doctor in (B)(6) and it was discovered that his endologix afx2 bifurcated endograft system is leaking. He was referred to a surgeon to have the endograft repaired. He would be having his surgery in (B)(6) 2024.